Manufacturer narrative:
The customer reported that the power cord was replaced to address the reported issue. The unit was returned to use, and the defective part was scrapped.

Event description:
The customer reported that the issue occurred during set up for use with no delay to therapy noted.

Manufacturer narrative:
Report date: 27aug2021

Event description:
It was reported that the ventilator was not charging, and the unit is not seeing alternating current (ac) voltage. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. Reportedly, the unit was only working on battery. The customer troubleshot with technical support and was advised to replace the ac power cord. Further information is pending.